Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in june, 2006 at l5/s1. Patient reports having continued pain. As a poor outcome was reported, an MDR is being filed to document this event.

Manufacturer narrative:
Little info is known at this time. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.